Manufacturer narrative:
(B)(6). Patient information: height reported as 5 feet, 8 inches. (B)(4). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Release to warehouse date: (B)(6) 2015. Supplier- orchid unique, packaged by ¿ synthes monument. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) drill bit tips broke during a surgery to treat a proximal tibial fracture. The broken pieces were unable to be retrieved and remain in the patient. An alternate drill bit was on hand and the surgery was completed without any delay or harm to the patient. This is report 2 of 2 for (B)(4).